Event description:
User received two pt samples with discrepant results for calcium and alt. The following pt sample was determined to be discrepant. Initial calcium result gave 8.6 mg per dl; repeated on another analyzer gave 9.5 mg per dl. User said they reported the 9.5 mg per dl calcium result for this pt. No treatment was rec'd as a result of the incident as the original results were not reported. The customer found a small amount of gel on one of the stirrers, which he cleaned off. Additionally, he ran controls and all results were within specs. Customer declined field service dispatch as he feels the analyzer is performing well at this time.